Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer). Exemption number: e2017044. Manufacturing site evaluation: evaluation on-going.

Event description:
(B)(6). It was reported that the valve is not adjustable.

Manufacturer narrative:
Inspection: visual inspection: no significant deformations or damage of the valves were detected during the visual inspection. Permeability test: a permeability test has shown that both valves are permeable. Adjustment test: the progav valve was tested and is adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function is fully operational and the braking force is within the given tolerances. Results: finally, we have dismantled the valves. Inside the both valves we have found a slight build-up of substances (likely protein). Based on our investigation, we are unable to substantiate the claim of occlusion. The valves operate within the specified tolerances. However, it is possible that the deposits observed inside the valves could have temporarily occluded the system in the past. As described in our literature, the problem encountered is one of the known, inevitable risks of hctherapy by shunt implants. Additional data: patient height: 149cm.